Event description:
The customer reported via sales rep that a patient has been revised approximately 1 year post implantation. It is further reported that the patient reported to the hospital of pain and discomfort and the hospital performed a revision 2009. It is further reported that upon inspection post-explantation, it was found that the xia buttress had been de-threaded and resulted in one end of the implant becoming loose. It is further reported that the opposite end of the implant was firmly secured. It is further reported that the explanted devices have been sterilized, however the devices cannot be located at the hospital at this time. It is further reported that further information has been requested.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Results, and conclusion will be made available following engineering evaluation.